Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter broke off in the patient's arm. The following information was provided by the initial reporter: when the catheter was removed, a large piece, end, of catheter broke off in the patient's arm. Vascular surgeon took patient to or (operating room) to remove the foreign body. Entire piece of catheter retrieved, without further known harm to patient. Patient was discharged the same day.

Manufacturer narrative:
Investigation results: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.